Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed. Service determined that the cause was due to a defective front panel keypad, which was replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump with "buttons pr-start". It is unknown when this condition occurred in the emergency room. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.